Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and initially inflated at nominal pressure. However, during the second inflation at rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.